Manufacturer narrative:
(B)(4). The return of the incident generator has been requested. To date, it has not been received for eval. If the generator is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an rf ablation procedure, the display indicated a temperature error. The generator was replaced with another device to complete the procedure. No pt injury occurred.